Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that the complaint was reported. Batch #: unknown. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Why was the decision made to do a colostomy? Did the surgeon feel that he could not complete the anastomosis? Did the patient receive any preoperative chemotherapy or radiation? When was the staple retaining cap removed? What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Was the device difficult to close? Was the device closed and repositioned multiple times prior to firing? Was this the first firing of the device? If no, what is the scrub¿s experience with reloading the device? If reloaded, was there any difficulties? What did they do to ensure that the cartridge was snapped in prior to closing? Was the device difficult to fire? Was the distal transection completed in one or multiple firings? What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the low anterior resection procedure, when the doctor was making the colon resection, the distal stapler line did not staple. The proximal line did. The patient was given a temporary colostomy in which they will do a reversal colostomy.

Manufacturer narrative:
(B)(4). Date sent: 12/09/2022. D4: batch # r5787l. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: before firing, verify that the intended tissue is in the closed jaws of the instrument. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number r5787l, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/13/2022. Additional information was requested, and the following was received: the account is (B)(6), and the surgeon is dr. (B)(6).